Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 22 mmol/l, 17 mmol/l, and 5 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
According to the reporter: dr. (B) (6) had a hard time deflating the number 2 trocar. When removing the balloon, it separated from the trocar. No patient injury reported. No additional information available at this time.